Manufacturer narrative:
Additional information was added to b5, f10/h6: medical device problem codes, and h11: b5: during follow up, it was clarified that the twist clamp was damaged. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set was ¿poorly attached.¿ this was identified during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.